Manufacturer narrative:
The product remains implanted and will not be returned. No definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Event description:
Medtronic received information that this patient with a history of an ischemic native mitral valve, required a mitral valve replacement procedure. Eleven days post-implant of this mitral valve bioprosthesis (B)(4), a repeat transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) indicated that the valve had acutely thrombosed. The patient had several cardiac arrests, and the valve was explanted and replaced with a new bioprosthetic mitral valve (B)(4). The patient had no known inflammatory or hypercoagulable disorders. Twelve days following the revision procedure, the patient expired after receiving extracorporeal membrane oxygenation (ECMO) support. The cause of death was reported as cardiac; however no autopsy will be performed. The explanted valve will be returned for analysis after the facilities pathology department has completed its evaluation.

Manufacturer narrative:
At the time of this report, the explanted valve has not been returned for analysis from the explanting facility¿s pathology department. Without the return of the valve for analysis, a root cause cannot be determined. However, based on a review of the device history record for this valve, there were no non-conformances identified in manufacturing and sterilization (raw materials, manufacturing time period, packaging and labeling, or the sterilization process) that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Based on the limited information received, the failure mode cannot be determined. Additional investigation will be performed if the device is returned for analysis or if additional information is received regarding the cause of death.

Manufacturer narrative:
The event date is corrected from the date of the original device implant to the date of the patient's death.